Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 pvs device. He had difficulty attaining mark. During the attempt, the device broke at the barrel hub and the needles inadvertently deployed. The cardiologist was able to retrieve the needles and removed the device. He tried again with a prostar xl 8 fr pvs device, but was still unable to achieve mark. The cardiologist elected to call a vascular surgeon to perform primary closure in the cath lab. Closure was successful and the pt did fine.